Manufacturer narrative:
The product was not returned for evaluation. An investigation into the event was performed for moisture and tensile strength on retained materials from the same lot. Results of the investigation traced the problem back to a portion of the lot. A correction was initiated to capture the root causes and associated corrective actions. Product containment was performed.

Event description:
According to the reporter, "during procedure when doctor made second surgical knot it break. When nurse opened the packaged and when stretching the thread break."